Event description:
Gambro cartridge blood set, 09/15/2022 - "10/15/2019" exp date, lot no # (10) 1000240326/ ref 101025. Upon connecting the patient to the blood line set, the arterial tubing disconnected from one end of the arterial injection site closest to patient. This injection site is where nurses draw blood work. Only saline was in the lines of the blood set at the time of finding. Patient was not injured and a new blood set was checked and set up for patient. FDA safety report ID# (B)(4).